Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). A 8mm x 3.00mm nc quantum apex balloon catheter was advanced and inflated to 12 atms when a balloon rupture occurred. The nc quantum apex balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).